Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Evolve ii clinical study it was reported that in-stent restenosis (isr), chest pain and myocardial infarction (mi) occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Three days later, the index procedure was performed. Target lesion #1 was located in the 1st obtuse marginal (om) branch with 90% stenosis and was 8mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent. Following post-dilatation, the residual stenosis was 9%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient presented with complaints of worsening chest pain and was hospitalized on the same day. Cardiac enzyme was elevated, consistent with spontaneous mi and the patient was referred for cardiac catheterization. The 90% isr of previously placed 2.25 x 8mm promus premier stent in mid left circumflex (lcx) artery was treated with pre-dilatation and placement of a 2.25 x 20mm synergy stent with less than 10% residual stenosis. The following day, the patient was discharged.